Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the manufacturer service center, the device was visually inspected, and evidence of foam particles was found. The device was scrapped by the service center after the evaluation was completed.